Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to shock a patient. The device was able to charge for defibrillation, but when the shock button was pressed, the device did not shock. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The customer, a healthcare professional, advised that the patient was already deceased when they attempted to deliver a shock, therefore, the device use did not affect the patient outcome.